Event description:
It was reported that a patient underwent a robotic total laparoscopic hysterectomy procedure on (B)(6) 2022 and absorbable hemostat was used on the vaginal stump. A pelvic abscess was observed. Additional information was requested.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: [the patient demographics] the patient¿s initials are (B)(6). (B)(6) female. Height is 151 cm. Weight is (B)(6). [Current status of the patient] the patient has been hospitalized. [Progress] the patient is improving with treatment. Scheduled to be discharged soon. [Health injury details] pyrexia and vomiting 4 days after robot-assisted laparoscopic total hysterectomy for uterine myoma. Pelvic abscess developed. [Treatment details] on the 4th postoperative day ((B)(6)2022), CT-guided intrapelvic abscess puncture drainage under local anesthesia was performed for 1 hour. [Treatment plan] antibiotics will be continued until improvement. [Seriousness] serious. [Reason of the seriousness] it required additional treatment, resulting in prolonged hospitalization. [Product use details] before abdominal closure in robot-assisted laparoscopic surgery, the surgicel powder was used for hemostasis. [Surgeon¿s opinion about causal relationship between product and event] there was causal relationship between the product and event. [Surgeon¿s comment] there is a possibility of a causal relationship. [Other contributing factor] the patient was obese and underwent many intraoperative dissection operations to adhesions. [Clinical test details/ results] pelvic abscess puncture fluid culture positive, bacteroides fragilis. Blood culture positive, bacteroides fragilis what is the procedure date (dd/mm/yyyy)? (B)(6) 2022 what date did the abscess occur on (dd/mm/yyyy)? (B)(6) 2022 was there any medical or surgical intervention performed to treat the abscess (product removed; re-operation; drainage; prescription medication)? If so, please specify. Drainage was applied and antibacterial drugs was administered. What is the most current patient status? Improved" the following information was requested, but unavailable: if medication was required, please clarify if it was prescription strength. Can you identify the lot number of the product that was used? Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the diagnosis and indication for the index surgical procedure? Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Was there any intraoperative concurrent use of other products? What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? How much surgicel was used during the procedure? Was the surgicel product left in place? Was the excess irrigated and removed? What were current symptoms following the index surgical procedure? Onset date? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative pelvic abscess? What were the antibiotics used to treat the pelvic abscess? What is the users experience with surgicel powder and other hemostatic agents?

Manufacturer narrative:
Additional information was requested, and the following was obtained: 1. What were the diagnosis and indication for the index surgical procedure? : robotic total laparoscopic hysterectomy. 2. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. : no further information is available. 3. Was there any intraoperative concurrent use of other products? : no further information is available. 4. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? : before abdominal closure in robot-assisted laparoscopic surgery, the surgicel powder was used for hemostasis. 5. How much surgicel was used during the procedure? : no further information is available. 6. Was the surgicel product left in place? Was the excess irrigated and removed?: no further information is available. 7. What were current symptoms following the index surgical procedure? Onset date? : pyrexia and vomiting 4 days after robot-assisted laparoscopic total hysterectomy for uterine myoma. Pelvic abscess developed. The patient is improving with treatment. Scheduled to be discharged soon. 8. What is physician¿s opinion as to the etiology of or contributing factors to this event? :there is a possibility of a causal relationship. 9. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative pelvic abscess? : no further information is available. 10. What were the antibiotics used to treat the pelvic abscess? : no further information is available. 11. What is the users experience with surgicel powder and other hemostatic agents? : no further information is available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.